Manufacturer narrative:
Exemption number: e2014018. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "two macs k-wires (fw343s) were placed in the pedicle, using a macs insertion instrument (fw408r). After the screwing and bone grafting was completed, the surgeon attempted to re-connect the insert instrument, but he was unable to connect one of the k-wire together with the instrument". It turned out that the thread of this k-wire in question was broken apart and, possibly, remained inside the insertion instrument. The k-wire in question was forcefully removed, using a plier. There was no harm to the patient reported. There was a delay in surgery, the delay length was not confirmed. All med watch submissions related to this patient: 9610612-2019-00224, 9610612-2019-00225 (this report).